Event description:
The patient developed an infection and the device system was removed (B)(6) 2013. He thought the infection may have been caused by recharging over an unhealed wound. He thought ¿the heat and everything, it just seemed like that is what set it off¿. The infection started about a week after implant. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the onset of the patient's infection was (B)(6) 2013. At that time the patient was experiencing fever and oozing from the cranial incision site. The primary location of the infection was the cranial incision site. A culture was obtained and it was determined to be a (B)(6), infection. Patient was put on antibiotics and fully recovered from the infection. Patient was successfully re-implanted and was getting great therapy.

Manufacturer narrative:
Product ID 37751, serial# unknown; product type recharger product ID 37612, serial# (B)(4); product type implantable neurostimulator product ID 3389s-40, lot# va00wuq, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3389s-40, lot# va00wuq, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension. (B)(4).